Event description:
The pt experienced cardiac arrest and resuscitation was initiated. The pt was defibrillated 11 times. Resuscitation efforts were ultimately unsuccessful. After the code, the pt was being prepared for the coroner. The nurse then noticed for the first time that the defib pads were the wrong size. They had applied pediatric size pads instead of adult size pads.